Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, the field service engineer (fse) confirmed that the system was functioning. The issue was resolved without any repair information, and no further investigation was required.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient details were unable to update after the power outage. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.